Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia and shortness of breath. It was noted that there right ventricular (rv) lead had high thresholds, intermittent capture and dislodged. It was also noted there was a polarity switch and high impedance on the rv lead. The rv lead was explanted and replaced. It was noted that when the new rv lead was connected to the ipg there was no pacing or capture unlike when it was connected to the analyzer. The implantable pulse generator (ipg) was explanted and replaced. The new rv lead was connected to the new ipg and no issues were noted. No further patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead exhibited high impedance on the day of the ipg and rv lead replacement procedure, and values were noted to be within normal limits post procedure.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia and shortness of breath. It was noted that there right ventricular (rv) lead had high thresholds, intermittent capture and dislodged. It was also noted there was a polarity switch and high impedance on the rv lead. The rv lead was explanted and replaced. It was noted that when the new rv lead was connected to the ipg there was no pacing or capture unlike when it was connected to the analyzer. The implantable pulse generator (ipg) was explanted and replaced. The new rv lead was connected to the new ipg and no issues were noted. The ra lead had no further patient complications have been reported as a result of this event.